Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2020, stated that the patient expired (B)(6) 2020. Patient was under hospice care (had trach, peg tube, failure to thrive). The patient and family opted for end of life care. Vad was functioning as intended at the time of transitioning to hospice care (no abnormal pump parameters). There were no reported device issues that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Section b2, b5, h6 (patient code): additional information. Section h1: corrected data. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient had a head CT which showed left occipital and frontal lobe infarct. The patient started on keppra. Patient previously received tracheostomy and percutaneous endoscopic gastrostomy (peg) tube, the family decided to take the patient home with hospice care on (B)(6) 2020. Additional information stated that the patient underwent pump exchange from another manufacturer's ventricular assist device (vad) to a heartmate 3 vad on (B)(6) 2020. It was noted that the patient was initially admitted on (B)(6) 2020 due to suspected thrombus in the non-abbott device and treated with a combination of integrelin, argatroban, heparin and then tissue plasminogen activator (tpa) on (B)(6) 2020 . Following the exchange, the acetylsalicylic acid (asa) 81mg restarted on (B)(6) 2020. Heparin was restarted (B)(6) 2020. The site reported warfarin was restarted (B)(6) 2020 or (B)(6) 2020. Patient had seizures and was minimally responsive. Patient was sent home on (B)(6) 2020. Patient was readmitted and transitioned to hospice care on (B)(6) 2020. Patient was discharged with home hospice on (B)(6) 2020.